Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's cat bit the patient cable on the mobile power unit (mpu) and then had a power disconnect alarm when trying to connect to the mpu. The patient stayed on batteries and the mpu would be exchanged.

Manufacturer narrative:
Section d4 - catalog number: corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit¿s (mpu) patient cable being damaged, resulting in an atypical alarm, was confirmed via functional evaluation of the mpu. The returned mpu (serial number (B)(6)) was observed to have multiple puncture marks along its patient cable upon arrival at the european distribution center (edc). The mpu was functionally tested, and the reported atypical alarms was reproduced when manipulating the cable. The cable was stripped revealing multiple wires under the jacket were damaged and had conductors exposed. Available information indicates that the root cause of the reported event was the patient¿s cat biting the mpu¿s patient cable. The investigation additionally found the mpu patient cable was discolored and the rubber component around the white lemo connector was loose. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users that extra caution and care for the equipment should be taken when pets are present. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.